Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that a multicenter retrospective cohort study was performed targeting 47 patients (5 diabetic patients) placed with ams800 artificial urinary sphincter (aus) coated with rifampicin + minocycline (inhibizone - iz), and 258 patients (47 diabetic patients) placed with uncoated (non-iz) ams800 aus. The effects of antibacterial coating on device infection rate and removal rated were evaluated. The infection rate on coated group and uncoated group was 8.5% and 8.1% respectively. In the univariate analysis, there was no significant difference on the infection rate (p=0.932) and removal rate (p=0.715) between the two groups. As for the result of the multivariate analysis, impaired wound healing (p = 0.008) and urethral erosion (p <0.001) were the independent predictors of infection. The antimicrobial coating did not significantly affect the infection rate (p = 0.534) and removal rate (p = 0.214). There was no significant difference between the groups in the period of no infection placement (p=0.265). The remaining complications rates were noted: postoperative bleeding - 0 iz, 18 non-iz (p=0.062); impaired wound healing - 0 iz, 7 non-iz (p=0.253); acute urinary retention - 5 iz, 30 non-iz (p=0.845); dislocation of implant - 0 iz, 9 non-iz (p=0.194); urethral erosion - 4 iz, 32 non-iz (p=0.447); infection of deice - 4 iz, 21 non-iz (p=0.932); urethral erosion and infection - 5 iz, 44 non-iz (p=-0.271); mechanical failure - 3 iz, 6 non-iz (p=0.131); explantation (no cause specified) - 10 iz, 49 non-iz (p=0.715). It was not possible to obtain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this complaint will address all adverse events covered within this literature source. No further information is available at this time. Antibiotic coating of the artificial urinary sphincter (ams 800): is it worthwhile?. [Urology 103: 179-184, 2017]. Doi: https://doi.org/10.1016/j.urology.2016.12.056. (B)(4). This record is for the inhibizone (iz) coated devices.